Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture have two knots instead of only one knot. There was no difficulty in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic esophageal variceal ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the suture have two knots instead of only one knot. There was no difficulty in setting up the device. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 2976 relates to the reportable issue of suture have multiple knots. Block h10: investigation results: received one speedband device for analysis. It was noticed that the crimp was present on the trip wire. The device was returned new and wrapped within its original plastic. A visual examination of the component found that the suture had two knots which can be considered a defect of the ligator head since only one knot had to be present on it. The trip wire was secured in the handle assembly. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on that returned complaint device, it is uncertain if the suture was broken as it was removed from its plastic wrap when received, or due to tension applied during the initial setup or if other factors could have been involved in the event. Based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is cause not established, since the device was not returned for proper evaluation. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.